Manufacturer narrative:
Method: lot history records reviewed. Results: no deviations were found during lot history records review that would be expected to cause or contribute to the adverse event.

Event description:
It was reported that xcm biologic was implanted in a patient as part of bilateral breast reconstruction in (B)(6) 2012. Post-operatively, the patient experienced seroma and ultimately both breasts became infected. Approximately 2 months later, the xcm was removed. No additional information is available as of the date of this report.